Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance. It was also noted that there was suspected abrasion on the rv and right atrial (ra) lead along with noise. The device was reprogrammed, so that the right ventricular (rv) lead is no longer in use. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.